Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 111 mg/dl. Customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test, prime test, excessive no delivery test, occlusion test and displacement test. However, device alarmed motor error during basic occlusion test due to loose and flush drive support disk. We were unable to verify prime alarms due to motor error alarms. The motor was tested outside the device and passed. The device was received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube lip, reservoir tube window and battery tube threads. The device was received with minor scratched lcd window and case. The device was received with missing end cap sticker.